Manufacturer narrative:
Complaint is confirmed. Functional testing was not performed on the returned ar-611-4 due to the damage to impactor of the device. Visual evaluation noted that the impactor of the device is cracked. The most likely cause is attributed to misuse due to use error. Refer to investigation photo.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/6/2023, it was reported by a sales representative via sems (B)(4) that an ar-611-4 ibal uka, tibial impactor was cracked. This was discovered during an unspecified procedure, with no reported patient harm.